Manufacturer narrative:
Concomitant products: product ID 3037, implanted: (B)(6) 2014, product type programmer, patient; product ID 3889-33, lot # va0j8g3, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that the patient was feeling stimulation in a different location and was no longer getting symptom relief. The patient reports a loss of therapeutic effect. The patient states 2 days ago (on tuesday) she stopped feeling stimulation in the vaginal area and since then has had a return of symptoms. The patient states the stimulation sensation was running down her left buttock and into her leg and she was leaking. Daughter of the patient came on the line to assist with troubleshooting. Caller uses antenna. Caller reports they were on program 4 at 2.5 volts. Caller reports they have tried increasing stimulation from 2.5 volts to 2.6 but that was too strong for the patient. The caller was walked through changing programs and caller reported the following:program 1 at 2.5 volts was still only feeling stimulation in leg, program 2 at 8.5 volts the patient felt stimulation in the vaginal area but not very strong and program 3 still only feels in the butt/leg "not where it should be." Caller reports the patient has not had any falls/traumas. Additional information received reports (five days later) the patient stated her therapy was still not working. The patient scheduled an appointment with healthcare provider on (B)(6). The patient called to contact the local representative. The patient stated she called hcp (healthcare provider) office and they told her to call manufacturer to contact the representative.